Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when the monitor techs go to full disclosure on the central nurse's station (cns), the time jumps to the current time. This problem was presenting on all 92 of the telemetry devices. Real time patient monitoring was not affected. No harm or injury occurred. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts requested assistance from clinical (cits) to remote into the server. Cits restarted the host1000 server and balanced the host table, removing the .37 cns from the host table. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. As per the cns-6201 operator's manual the possible causes of the full disclosure data not being displayed on the cns are power issues with equipment communicating with the cns (if the bedside monitor is turned off, it will not relay vital signs), if the waveform in question is not being saved to the bsm, if the required parameter is not selected for monitoring (settings), if a patient is accidentally discharged, or lead issues. If lead issues are contributing to the problem, it could be due to a faulty lead, lead being poorly placed, or the incorrect lead for the vital sign might be in use. If a time hop or time sync issue occurs while viewing full disclosure, possible causes can include network issues, damaged ethernet cords or improper/incomplete seating of the ethernet cord in the port. Common solutions for time issues related to full disclosure are power cycling the bsm/cns and checking the ethernet chord and connection.

Event description:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). When the monitor techs go into full disclosure, the time jumps to the current time. This problem presented on all 92 of the telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when the monitor techs go to full disclosure on the central nurse's station (cns), the time jumps to the current time. This problem was presenting on all 92 of the telemetry devices. Real time patient monitoring was not affected. No harm or injury occurred. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts requested assistance from clinical (cits) to remote into the server. Cits restarted the host1000 server and balanced the host table, removing the .37 cns from the host table. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). When the monitor techs go into full disclosure, the time jumps to the current time. This problem presented on all 92 of the telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when the monitor techs go to full disclosure on the central nurse's station (cns), the time jumps to the current time. This problem was presenting on all 92 of the telemetry devices. Real time patient monitoring was not affected. No harm or injury occurred. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. Nk ts requested assistance from clinical (cits) to remote into the server. Cits restarted the host1000 server and balanced the host table, removing the .37 cns from the host table. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. As per the cns-6201 operator's manual the possible causes of the full disclosure data not being displayed on the cns are power issues with equipment communicating with the cns (if the bedside monitor is turned off, it will not relay vital signs), if the waveform in question is not being saved to the bsm, if the required parameter is not selected for monitoring (settings), if a patient is accidentally discharged, or lead issues. If lead issues are contributing to the problem, it could be due to a faulty lead, lead being poorly placed, or the incorrect lead for the vital sign might be in use. If a time hop or time sync issue occurs while viewing full disclosure, possible causes can include network issues, damaged ethernet cords or improper/incomplete seating of the ethernet cord in the port. Common solutions for time issues related to full disclosure are power cycling the bsm/cns and checking the ethernet chord and connection.

Event description:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). When the monitor techs go into full disclosure, the time jumps to the current time. This problem presented on all 92 of the telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). He stated that this is a known issue here at this site. When the monitor techs go into full disclosure, the time jumps back to the current time. This problem presented on all 92 of our telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. This problem was resolved by nihon kohden computer information technology systems support (cits) who had to restarting the host 1000 server that had stopped its services. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s) : model: ni, sn: ni

Event description:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). He stated that this is a known issue here at this site. When the monitor techs go into full disclosure, the time jumps back to the current time. This problem presented on all 92 of our telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. This problem was resolved by nihon kohden computer information technology systems support (cits) who had to restarting the host 1000 server that had stopped its services. No patient harm reported.